Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the damaged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006.e1. Hardware: pixel 9 pro xl. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing elevated blood glucose (bg) levels of approximately 300 mg/dl after wearing the pod for approximately 4-24 hours that persisted despite administering multiple boluses (6.9 units, 1.9 units, and 3.5 units). Fingerstick blood glucose measurements were later performed and reportedly confirmed bg values of approximately 298-301 mg/dl, consistent with continuous glucose monitor (cgm) readings. The patient reported recent communication issues between the pod and the cgm, including receiving a message indicating ¿missing sensor values,¿ and noted that system history reflected a switch to manual mode. The patient reported that the pod adhesive was secure during wear and confirmed that the pink slide had advanced. To address the elevated bg levels, the patient replaced the pod. Upon pod removal, the patient reported that the cannula appeared abnormal, describing it as positioned to the side or curved. The patient further reported observing insulin leaking from the side of the cannula rather than from the cannula tip. No medical assistance was reported in association with this event.